Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not boot up. The review of system log files showed malfunction of sib (system interface board). Upon troubleshooting, the fse identified that there was no power to the system network switch and power +5v, 12v and 24vdc were defective. To resolve the issue, the fse replaced pd. Scomp.dcps_24v_12v_5v and the defective part was returned for further analysis. The supplier's part analysis conclusively determined that the leds were off, and the fan was not running. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.